Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" this is for the right side device. The device still remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event is not related to the device. Additional observations: observed one opening on the radius side assessed as surgical damage. Wear abrasion observed on the device. Crease fold observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" this is for the right side device. The has been explanted.